Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted on (B)(6) 2009. According to the complainant, the patient was hospitalized due to hemorrhage and infection and underwent additional procedure to partially remove the mesh. The physician found that part of the mesh had eroded into surrounding tissues, causing pain (specifics unknown). Reportedly, the patient experienced pelvic pain, urinary incontinence, vaginal discharge, urinary problems, painful bowel movements, constipation and dyspareunia (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.